Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The patient has 2 leads (from the same lot) implanted as part of her scs system. It was reported the patient suffered multiple falls and subsequently is experiencing unintended rib stimulation. Surgical intervention may take place at a later date to address the issue.